Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This rv lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.